Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The pushwire tip coil was found broken directly distal to the distal marker. This condition was not reported during the time of the event. As received, the pipeline flex pushwire hypotube was found stretched for the distal section. The tip coil was found broken directly distal to the distal marker. The braid was returned already detached and fully opened with both ends slightly frayed. The broken end of the pushwire coil tip was sent out for sem analyses. Based on the analysis findings, the dimple features of the break are consistent with ductile overload, which indicates attempt at retracting the pipeline device against resistance. From the damages seen on pipeline flex braid (frayed ends) and pushwire hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to retract the pipeline flex through the marksman catheter against resistance. Possible contributors for resistance are: patient vessel tortuosity or lack of continuous flush during delivery. Customer reported patient vessel tortuosity as severe. Per our instructions for use (IFU): "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the first pipeline flex was released approximately half way out of the first marksman microcatheter when the resistance became too hard to release any more of it. The physician attempted to withdraw the pipeline but failed so the pipeline flex and marksman were both withdrawn as a whole system. The physician replaced them with a new pipeline flex (ped-375-30) and marksman but discovered that the distal end of the microcatheter was severely accordioned and the tip of the new pipeline flex was deformed. The second pipeline and marksman were replaced with a new flow diverter and microcatheter to complete the operation successfully. No patient injury was reported as a result of the event. Post procedural angiography showed slow blood flow. The patient was undergoing embolization treatment of an unruptured fusiform aneurysm measuring 4.28mm x 9.77mm located in the left middle cerebral artery. The distal and proximal landing zone was 2.6mm x 3.76mm and the vasculature was severe in tortuosity. Evaluation of the returned device found that the pushwire tip coil was found broken directly distal to the distal marker.